Event description:
Caller reported that the t:slim x2 pump battery would not charge and the pump screen remained dark and wouldn't turn on, indicating a potential malfunction. There was no adverse impact to the customer's blood glucose level, specifically not exceeding 500 mg/dl. Customer was instructed to use various troubleshooting steps including verifying the pump was not plugged into a power source initially, pressing the button, and using known working charging supplies. However, cts continued to troubleshoot as these attempts did not resolve the battery issue. Additionally, the pump warranty was expired, complicating further resolution.